Event description:
Customer reported pt has an allergic reaction to the device. Attending surgeon clarified event stating that pt began to extrude sutures approx 6-8 weeks following previous surgical intervention for knee trauma. Pt is reported as healing.